Event description:
Pt in for outpatient placement of subclavian venous infusion catheter for treatment of recurrent non-hodgkin's lymphoma. Pt was admitted with signs and symptoms of transient ischemic attack and weakness. Cxr on admission revealed that a port-a-cath had come apart and there was a piece in the right atrium. Pt taken to cath lab and catheter retrieved without incident. Top end of port left in place for removal at a later time and replacement of device.